Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed low amplitude signal that appears to be under sensed at the right atrial (ra) lead channel. When the signal is under sensed, the device paces. Also, there was a trending in shock impedance to low, out of range values since last year. The issue appears to be related to a lead insulation damage with a non bsc lead. The crt-d and the rest of the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).